Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: the event description that the knife did not cut the tissue completely can be confirmed. The knife may not cut the tissue if the firing stroke is not fully completed or if the staple height indicator is not within the green range. The staple forms are difficult to see, but it is likely that the staples did not completely form if a complete firing stroke did not occur. Conclusion: based on the photo evidence of the subject ccs25, the likely cause of the complication is that the device was not subjected to a complete firing stroke or the staple height indicator was not within the green range. Hands on analysis of the device should be able to confirm the cause of the issue.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure; there was an incomplete cutting line. No crunch was heard after the device fired. Staples came out but some staples were not formed. The tissue was cut partially. The surgeon cut the tissue and used hand sewing to complete the procedure. There were no adverse consequences for the patient reported.